Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system and sling (type and manufacture unknown), as a leg assembly was being placed, it was inadvertently passed into the bladder and caused bleeding (volume of blood loss unknown). The physician removed the uphold device, which had been fully placed, as well as the sling, from the patient. The bladder perforation was reportedly repaired using suture (type and manufacture unknown). The procedure was not completed. The physician opines that the perforation is related to the patient having scarring from previous surgeries. In addition, he does not plan on reoperating on the patient, who is reported to be currently fine and is over 18 years of age.